Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the one of the components medication ID 02289 did not have a strength unit and the medication ID 94321 was a combo medication in the formulary. The technical support specialist advised customer to make the changes. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system orders were not available for dispensing vancomycin 1000mg (medication ID 94321) as the item seemed to be grayed out and available. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.